Manufacturer narrative:
D2a - additional common device names: catheter, nephrostomy, general & plastic surgery; catheter, nephrostomy. D2b - additional product codes: gbo; lje. H3 - device evaluated by mfg? - not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter separated during a routine drain exchange procedure for a patient of unknown age and gender. Upon removal of the dressing, it was observed that the mac-loc hub had detached. As the drain was already scheduled for removal and replacement, no additional intervention was required. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that an ultrathane mac-loc locking loop biliary drainage catheter separated during a routine drain exchange procedure for a patient of unknown age and gender. Upon removal of the dressing, it was observed that the mac-loc hub had detached. As the drain was already scheduled for removal and replacement, no additional intervention was required. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures, manufacturing instructions, specifications and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Product labeling review: the current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of upon review of the dmr, IFU review and the information provided by the customer, there is no indication that the device was manufactured out of specification. There is no evidence of nonconforming material either in-house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the catheter experienced excessive force or tension while in the patient, but this cannot be proven. There is no evidence of a manufacturing defect. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.